Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited oversensing causing automatic mode switch. No interventions were performed. The patient was in stable condition.